Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data could not be downloaded, and the patient history buffer (phb) data could not be inspected as the pod was paired to another remote. No damages or manufacturing deficiencies were observed with the pod that would prevent the download of the pod data. It could not be conclusively determined if the pod successfully delivered insulin without the pod data. The exact cause of the reported not sure delivering insulin event could not be determined. The investigation found no issues with the formed needle, soft cannula, adhesive pad, or bottom housing that would contribute to a skin condition irritation event. Though there were no deficiencies found with the device, the investigation could not determine the cause of the reported skin condition irritation event. Corrosion was observed on the hook switch, hook switch cups, linkage assembly, mechanism rails, fill sensor springs, clutch spring, and pcb assembly, and evidence of fluid ingress was observed on the commutator cap. Inspection of the fluid path found no damages or deficiencies that would result in a leak. No leak source was found. Therefore, the exact time and cause of the corrosion could not be determined. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 2.0.2. Cloud - operating system 18.6. Cloud - hardware iphone17.3. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found corrosion within the device. The device was originally reported for a hyperglycemia and skin irritation.